Event description:
A healthcare professional reported that during intraocular lens (iol) implant procedure, a haptic element of the iol was damaged. The quality of vision has been reduced because of the incorrect centration of the iol. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).